Event description:
Meter name: one touch fasttake. Strip name: lifescan. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. A patient reported they were unable to obtain blood glucose results on the meter. Their meter allegedly would prompt the battery icon. Patient was not treated. No further information has been reported.